Event description:
It was reported that the t2 couldn¿t be deployed. No patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the insertion needle. T2 and the suture were returned for examination. T2 is bent. The suture shows no abnormalities. The actuator is in its post t2 position indicating a complete deployment took place. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The reported complaint of t2 non-deployment cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint.